Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.6, ref.: 4.1, mean: 2.85, confidence limits: 1.8-4.2. Inratio: 1.6, ref.: 4.5, mean: 3.05, confidence limits: 1.9-4.6. Ref.=reference. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. In-house accuracy test (strip lot testing from previous complaint) testing: donor 1 (2009), donor 2 (same day). Returned meter . In-house meter. Returned strip ln: 214540. Comparative sys: sysmex 560. 2 therapeutic donors. Results. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These met the above criteria, and then no further action is required. No strip deficiency was established. As of date, 4 discrepant results complaint was reported for lot # 214540 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared to coagucheck as follows: inratio 1.6 on patient fingerstick compared to coagucheck 4.1. Patient tested on coagucheck 4.1, 2hr later, tested on inratio 1.6; no repeat. Tech immediately had patient tested on coagucheck again with a result of 4.5.